Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged on keeps on getting an error to rewind the pump and the insulin pump frozen screen/display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was reported a frozen screen. Buttons were not responsive, and time clock did not advance. Replaced battery but screen remained unresponsive. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No rewind anomaly noted during testing. Pump was monitored and no frozen screen anomalies were noted. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. The sc1-cap locks properly into place. The following were noted during visual inspection: scratched case. Alleged frozen screen and rewind anomaly not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.